Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the valve was stuck while implanted. It was unclear if the valve was a different manufacturer¿s valve. The valve was replaced with a manufacturer¿s valve and the patient¿s status was listed as alive ¿ no injury.